Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The pouch had a hole on the non-printed side of the pouch at the handle side. Under the microscope it is clear that the impact was from the outer side to the inner side. The impact damage came from outside. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and absorbable staples were used to fixate the mesh. When the package was opened it was noted that the inner package was damaged, compromising the sterility. A new like device was opened and used on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.